Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their previous implant broke in half. Patient said they think it happened when they rolled over one night in bed and it felt like the device was rolling over as well. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they had a follow up appointment with their surgeon in the middle of august. Patient was not sure since when it was broken, just the hcp confirmed it was broken with xray and then was replaced.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.